Event description:
The patient had a medium priority controller fault due to internal battery end of life. The heartware ventricular assist device (hvad) controller has an internal battery that only functions to alarm if patient double disconnects from power. At 2 years, it expires and alarms, and procedure is for us to change the controller. This is a known and expected normal controller operation. However, when I went to change the controller, I was unable to pull back the white "stopper" that keeps the driveline from being dislodged accidentally. I had other staff members try as well and they could not remove the stopper either. This is a previously known complication with hvad that did cause death or injury in some patients due to making it impossible to change a malfunctioning controller. Thankfully, the patient is stable and since only medium priority, pump stoppage was not an issue. I consulted with medtronic and an engineer booked a flight to come out today and after talking to patient and the physician, we decided to discharge her home with alarms silenced after a thorough discussion of risk involved if she were to double disconnect herself, the pump would not alarm. Family agreed to stay with her until clinic today. Unfortunately, I was just notified that due to covid, the engineer's flight was cancelled, and he will not be here until late tomorrow, meaning I cannot change her controller until wednesday. This means the patient will remain at home with ongoing alarm status, but the risk is that if she double disconnects her controller, it will not alarm.